Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that high impedance issue was observed on fifteen of the sixteen contacts resulting in the patient experiencing ineffective stimulation. Lead was initially implanted at the t12 vertebral location with normal impedance ranges, however lead impedance values were increasing overtime. Programming changes were attempted however it was unsuccessful. Lead was explanted, and a new lead was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event of high impedance was confirmed. The returned penta lead had kinks on both tails with all internal wires broken. The cause of reported event is consistent with an overstress condition or sudden event the lamitrode was subjected while in vivo.